Event description:
The customer first called and stated they were getting data flags on all bicarbonate patient results. This issue was resolved by replacing the reagent. The issue then started moving from one assay to the next, including the total protein (tp) and bilirubin total gen.3 (bilt) tests. The customer stated that erroneous bilt results for 3 patient samples were reported outside of the laboratory. The initial erroneous results were questioned by the doctor and the repeat results were believed to be correct. The first sample initially resulted as 2.0 mg/dl and this result was reported outside of the laboratory. The sample was repeated on a different analyzer and resulted as 0.3 mg/dl. The repeat result was believed to be correct. The second sample, from a (B)(6) female, initially resulted as 10.2 mg/dl and this result was reported outside of the laboratory. The sample was repeated on a different analyzer and resulted as 0.2 mg/dl. The repeat result was believed to be correct. The third sample, from a (B)(6) female, initially resulted as 6.0 mg/dl and this result was reported outside of the laboratory. The sample was repeated on a different analyzer and resulted as 0.2 mg/dl. The repeat result was believed to be correct. The patients were not adversely affected. The bilt reagent lot number was 60487801, with an expiration date of 04/30/2016. The field service representative determined that the database of the analyzer was corrupted. The analyzer control unit was replaced. He removed all reagent packs and replaced these with fresh packs. The customer ran calibrations and controls; all tests passed. The customer verified that the issue was resolved after the replacement of the analyzer control unit.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.